Event description:
A 28 yr old white g1p1 female status post bilateral subglandular inframammary mcghan bilumen 180/200cc implants placed for augmentation 4-13-87. Pt denies history of trauma except motor vehicle accident. Pt reports burning pain rt side left outer quadrant, progressive arthralgias, myalgias, dysesthesias/paresthesias, spasms, chronic fatigue, swollen glands, positive epstein-barr virus, fevers, headaches, temporomandibular joint problems, visual distrubances, dizzy spells, memory problems, rashes, sensitivity to sun/cold/chemicals, possible raynauds, gastrointestinal/pelvic problems & easy bruising. Otherwise healthy.